Event description:
Possible unintentional retained object. Procedural note: ... Attention was turned to repairing the labrum. The acetabular rim was prepared by using a burr to create a bleeding bone bed to reattach the labrum. Approx 3 stryker/pivot cinchlock suture anchors were necessary to repair the labrum. Intraop implant record = stryker cinchlock ss knotless cat02462 pivot medical anchor, lot # 16120301, x 3. Post-op office visit : imaging: ap and frog pelvis in addition to dunn and false profile views of the left hip were reviewed. Appropriate impingement correction identified. A small metallic density at the anterior aspect of the hip joint near the anterior labrum noted on x-rays today. It does not appear to be within the joint and suspect this is embedded in the capsule. On further review of the intraoperative fluoroscopic views, the density is not visible prior to correction and visible on the post correction views, suggesting this may be related to a broken piece of instrumentation. Suspect this is a small wire associated with the anchor device. Will plan to continue to observe without further intervention. Assessment: a (B)(6) female 4 weeks status post left hip arthroscopy with labral repair. Doing well. Small retained wire that is suspected to be from a broken anchor device noted on review of her x-rays. She is asymptomatic and I suspect that this is adherent to the capsule. Appears outside of the joint surfaces on x-rays. Recommended continued observation. The presence of the retained broken device was discussed with the patient at length. Surgeon communication: I have commonly used the stryker cinchlock suture anchor for labral repair during hip arthroscopy. I recently noticed a retained metallic fragment on follow-up x-rays on two separate cases which generated the retrospective review of my practice and identified the total of four cases affected. This metallic fragment is a small wire that is contained within the anchor and acts to secure the anchor/suture when the insertion device is deployed. The wire is supposed to be retracted back into the delivery device and removed with the sheath. In all cases this small metallic fragment has remained stable on follow-up imaging and does not appear to be located between the femoral head and acetabular articular cartilage. The intra-operative arthroscopic images were reviewed for all patients and the metallic fragment was not visualized. In hindsight, you can see the metal fragment on the intra-operative c-arm views for all cases except (1 patient), however this would have been difficult to pick this up intra-operatively and failed to recognize this at the time of surgery. I suspect in these cases it is partially trapped within the anchor or stuck in the capsule. I do not think it will cause any additional harm or negatively impact the clinical outcome. As such, I recommended observation as I feel revision surgery in an effort to retrieve this metallic fragment would be potentially unsuccessful given the small size, likely cause additional harm and carry a greater risk of further injury/complications when compared to any potential realized benefit. I have disclosed this to the patient